Event description:
It was reported that the customer fell and the pump was hit on a drawer resulting in a cracked touch screen. The pump was confirmed to be functional. There was no reported impact to the customer's blood glucose. This event is being reported based on the evaluation of the returned device. During evaluation, the pump touch screen was determined to be unresponsive.